Event description:
On (B)(6) 2011, pt reported her infusion device is not working. Pt stated she attempted to change her insulin cartridge yesterday and insulin spilled. Pt stated she is not sure how it happened, but when she inserted the cartridge, insulin started leaking out of the bottom. Pt reported she thinks "she may have punctured the cartridge when she inserted it in the pump." Pt no longer has the alleged insulin cartridge. Pt stated she doesn't think the plunger was separated from the insulin cartridge. Pt reported she was able to pour out insulin from the infusion device and attempted to let it dry. Pt stated once the insulin was spilled in the infusion device, the screen was acting funny and "it kept blanking out." Pt reported she would try to start the infusion device, but it wouldn't let her. Pt stated the up and down buttons weren't functioning after the insulin was spilled. Pt reported she let the infusion device dry overnight but it still wasn't working this morning. Assisted pt with setting up backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of the infusion device for eval.